Event description:
Pt on ventilator and stable previously. Respiratory therapist walking through hall and ventilator started alarming, went in immediately to check on pt. Ventilator with high alert alarm "high peep" and "pressure measurement error" pt noted to have difficult time breathing and trying to cough. Noted on ventilator that peep appeared to be at least 20 cm on bar graph. Pt disconnected and manually ventilated. Despite quick troubleshooting unable to fix vent and charged to new ventilator. Pt was stable. Noticed exhalation water trap was filled with water/condensation. (Exhalation valve was changed out but ventilator still alarmed and not working).